Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s): 0002648920 - 2018 - 00048. Concomitant medical products: 00801802801 femoral head lot 62588114, 00-7000-050-20 tm revision shell 50mm lot 61343864, 00811400100 femoral stem 12/14 neck taper standard offset lot 62660402, catalog# 66017569 palacos bone cement lot # 76304360, catalog# 66017569 palacos bone cement lot # 77734355. Report source, foreign ¿ events occurred in the (B)(6). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure six months post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.